Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the clinical team noticed that the circuit that was being used to deliver ventilatory support to a patient, began to take a brown color. When it was checked it was realized that the circuit was hot and emanated a burning smell. The circuit was replaced. No injury reported.

Manufacturer narrative:
The affected ventstar helix dual b n plus was available for investigation. The reported brown spot on the circuit cuff could be confirmed. A high resistance of the heated hose could be determined. During supplier investigation the DHR was reviewed without finding any internal failure of high resistance. Investigation revealed that the solder on the crimp was missing being root cause for the measured high resistance. In the last 12 months no further similar complaint has been reported so that a systematic failure can be excluded. Supplier improvement measures were implemented. The sop was updated so that the presence of solder on the crimp is ensured. A quality alert was started to raise awareness of the missing soldering and to train the employees again. Rature, this is detected by the temperature sensor triggering the humidifier to decrease the heating power. Additionally, a temperature high alarm is posted when the upper threshold is reached. It can be concluded that the high resistance of the heated hose was caused by a lack of soldering. The increased resistance led to the reported heat build-up and resulted in the described fault pattern. The supplier has taken appropriate measures to prevent a recurrence.

Event description:
It was reported that the clinical team noticed that the circuit that was being used to deliver ventilatory support to a patient, began to take a brown color. When it was checked it was realized that the circuit was hot and emanated a burning smell. The circuit was replaced. No injury reported.